Event description:
Connection port distal to patient disconnected/fell off. Happened prior to feeding, when checking for nasogastric tube (ng) placement. Due to event; feeding delayed 30min. (Tube was inserted on [date redacted] and was in place for 4 days). Based on the location of this event, the probable lot number is 1921148864. We had a number of these issues happen three months ago. We question if there was a change in the glue being used.